Manufacturer narrative:
Outcomes attributed to adverse event: added check for hospitalization - initial or prolonged occupation: physician PMA/510(k)number: k063569 the revision reported was likely the result of incomplete seating of the humeral liner during implantation, forceful contact between the humeral liner and bone (impingement/scapular notching), or extreme wear of the humeral liner, which led to the humeral liner disassociating from the humeral adapter tray. Date received by manufacturer ¿ date on initial submission should have been 06-may-2019.

Manufacturer narrative:
Pending evaluation. Concomitant medical devices: 320-01-42, 137243008, 42 glenosphere; 320-10-00, 11172303, 0 adaptor tray.

Event description:
Dr. (B)(6) revised this patient's reverse shoulder due to the humeral liner that disassociated from the humeral tray.